Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the catheter could not be irrigated for a reinsertion attempt. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a farawave catheter was used. After finishing ablation with the catheter, it was removed from the patient and a post map was performed. It was found that a few spots had been missed during ablation. It was decided to reinsert the catheter to perform touch-up ablations, but upon prepping the device it was not flushing with heparinized saline bags through the flush port. Attempts were made to flush the catheter with two different syringes, but this was also not possible. The catheter was replaced and the procedure was completed. No patient complications were reported. The device is not expected to be returned for analysis due to disposal.